Event description:
It was reported that doctor provided picture of issue. The screw on the left is new out of the box. The one on the right was in doctor inventory. The numbers are the same, one fit and went in, and the new one did not. I also tried both screws into an implant analog. Mine went in just fine, and yours did not go in easily and did not sit down well. No further information provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Initial reporter phone number and address unknown/not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor provided picture of issue. The screw on the left is new out of the box. The one on the right was in doctor inventory. The numbers are the same, one fit and went in, and the new one did not. I also tried both screws into an implant analog. Mine went in just fine, and yours did not go in easily and did not sit down well. No further information provided.

Manufacturer narrative:
Zimvie did not receive one (1) (B)(6), (heal collar 5.7x6.5, 3mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific device (B)(6). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [(B)(6)] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : fit : does not seat. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.